Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient has been experiencing elevated blood glucose (bg) up to "hi" (>600mg/dl) for several weeks. The reporter denied signs or symptoms of hyperglycemia but stated that the patient has a bad headache. The reporter stated that the patient's bg only comes down by 30 to 50mg/dl within two hours after a correction via the pump, but responds better to correction injections using the same insulin as in the pump. The reporter stated that when the bg excursions first began, she thought the patient was getting sick, but then the patient never developed an illness. The reporter stated that the patient's settings have been adjusted and basal rates have been increased in response to elevated bg, but the elevated bgs continue to be an issue. The reporter also stated that they have attempted to resolve bgs by changing supplies and using new insulin vials. The reporter stated that she has contacted the patient's healthcare provider (hcp) regarding elevated bgs and the hcp believes the pump is malfunctioning. The reporter stated that the patient has had a growth spurt recently but did not believe that was the cause of the bg elevations since the patient's bg responds to injections but not to the pump. The reporter noted that the patient would be going on a back-up plan for insulin delivery. Customer technical support reviewed the pump with the reporter and found all settings and histories to be correct. Troubleshooting indicated no pump malfunction, however, the reporter stated that the hcp and the diabetes educator both feel the pump is malfunctioning. This complaint is being reported because the patient allegedly experienced hyperglycemia of unknown cause and because of the allegation that the pump is not working as intended.

Manufacturer narrative:
Device evaluation follow-up #1: submitted (B)(6) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013, with the following results: no insulin delivery defect was found. The pump completed and passed a 29 hour flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals were evaluated and were found correctly reflect the users programmed basal rates showing the pump was delivering accurately up until the last date used. Review of alarm history and black box show no errors or alarms related to the complaint; only typical usage was observed. Unrelated to this complaint, the display screen has a dim pinkish contrast. Removed pump cover and replaced pink screen with new test screen. Test screen has normal contrast and no sign of discoloration or fading.